Event description:
It was reported the pt experienced a shocking sensation and constant pain in the pocket even when the device is off. Impedance values were >4000 ohms on all of the bipolar pairs. The pt felt pain during the impedance test. The pt felt the shocking at the lead site. The pt had the battery interrogated and impedance testing done. The hcp was given the results and recommendation for an x-ray of the pocket connection/anchor site, and leads, to check for fractures. The pt had not been heard from. The final outcome was unk.

Manufacturer narrative:
(B) (4).